Manufacturer narrative:
H3 other text : remote service assisted customer.

Event description:
It was reported the display had poor visibility on the lower side. There was no reported patient involvement. This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Based on the information available, the display was replaced to fix the issue. The device was operational after replacement of display. The investigation concludes that no further action is required at this time.